Event description:
Reporter indicated that she had heard that there have been several deaths at one of their developmentally delayed centers over the previous months including some patients with vns. Reporter reiteratd that the physician involved did not believe that any of the deaths of the vns patients were related to the vns and that many of those patients had experienced problems in the past due to their illness. Further investigation revealed that there were 2 vns patients who had passed away. Patient aspirated on food resulting in respiratory problems and being put on a ventilator. They were unable to wean the pt off the ventilator.